Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of rough actuation. Based on the condition of the returned unit, it is likely that the reported event was caused by a deformed component, which caused interference between components within the handle assembly. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Connected the reposable grasper shaft to the grasper handle and the jaws wouldn't open and close correctly. Disposable jaws would not engage correctly. Took it apart and connected it to another handle and worked just fine. Returning just the handle. Patient status: patient not involved.